Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's screen froze and the device was unresponsive. Complainant indicated that there was no pt involvement in the reported malfunction.